Event description:
Clinical study. Same case as 6000093-2006-02712. It was reported that 28 days after a coronary drug eluting stenting treatment procedure, the pt required a target vessel reintervention (tvr). Target lesion 1 was 20mm long and was identified in the 1st obtuse marginal (1st ob.marg.) With 85% stenosis and a 2.5mm reference vessel diameter. The physician treated the lesion with angioplasty and placement of a 2.5x24mm taxus express2 study stent in overlapping fashion with the previously placed stent. Following the stent implantation, the area was widely patent; however, there was dissection at the outlet of the new stent. The dissection was treated with a 2.5x8mm non bsc bare metal stent placed in overlapping fashion with the newly placed taxus stent. Residual stenosis was 0%. Target lesion 2 was 10mm long and was identified in the mid left anterior descending (mid lad) artery with 95% stenosis and a 2.5mm reference vessel diameter. The physician treated the lesion with direct placement of a 2.5x16mm taxus express2 study stent. Residual stenosis was 0%. The pt was discharged on the next day on aspirin and plavix. Twenty-six days after the initial procedure, the pt presented with a two-day history of recurrent chest discomfort. A stress test the next day revealed reversible ischemia in the anterolateral left ventricular wall with an lvef of 61%. Coronary angiography the next day revealed lmca free of significant disease, lad previously placed patent stent; 95% stenosis at ostium of diag; 20-30% mid stenosis, lcx minor plaquing; previously placed patent stents of omi; 95% discrete stenosis distal to the stent; 60% serial lesions of om2 (otherwise free of disease); diffuse disease of distal om branch with 80% stenosis in the av groove, rca previously placed patent stent with 15% residual stenosis at aortic ostium with some calcification; distal intimal irregularities. Treatment 2 days after admission consisted of angioplasty and placement of a 2.0x12mm non bsc bare metal stent to the om1 lesion overlapping with a previously placed stent. Just distal to the new stent some dissection occurred. The dissection was treated with angioplasty and residual stenosis was 0%. Next, diag1 was treated with angioplasty and several attempts at placement of a 2.25x8mm non bsc bare metal stent. After multiple unsuccessful attempts, the stent was removed and no further treatment was performed. Residual stenosis was 20%. The pt was discharged the next day. In the opinion of the physician, the relationship of the tvr to the taxus stent is probable.

Manufacturer narrative:
The stent remains in the pt and the delivery device has been disposed, therefore, no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specs. As no device was rec'd for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.